Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: no observations are performed for the complaint as the event insufficient information. Additional observations: broken device was assessed as surgical damage. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
A healthcare professional reported, "have a complaint", and "we only need a removal kit". Subsequently, physician reported implant rupture. The device has been explanted and replaced with a non-abbvie device. This record is regarding the right side.